Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2024, the patient received a new transmitter replacement (as she previously lost her old one). The patient was wearing a tandem insulin pump as well. After attempting to pair the new transmitter, the patient¿s dexcom app was in a signal loss state for over three hours. At an unspecified time later, the patient was taken to the hospital and ¿was going into diabetic ketoacidosis¿ per the reporter. No specific patient symptoms were reported. No other patient or event details were available as the reporter was documented as being ¿uncooperative¿ and hung up on dexcom technical support. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.